Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor; a stall due to shaft bearing as well as corrosion and/or wear and/or lubrication. Moisture and residue were seen on the inside of the inner cover. Moisture was seen on the pumphead gear and gear wheel three. Moisture and residue were seen on the top side of gear wheel three. Moisture was also seen on the top side and bottom side of the pumphead roller assembly as well as the pump heads¿ bulkhead compartment. Moisture was also seen on the outside of the motor can and motor can¿s bulkhead compartment.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n183267005, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. It was noted that the alarm is due to a motor stall. It was reported that the pump was refilled (B)(6) and confirmed pump was updated correctly. It was noted that the patient heard a single beep, one time the night prior. It was reported that the patient heard a critical alarm sound the morning of report. It was noted that a motor stall occurred at 7:16 am and recovered at 7:21 am. It was reported that the patient had a history of migraines. It was noted that the patient burned their right arm in the past. It was reported that the patient¿s pain in the arm is affected by the migraines. It was noted that the patient was having migraine and pain in the arm the day of report. It was reported that the patient had same symptoms for the prior 2 days. It was noted that the patient¿s symptoms were unknown if related to the therapy and it was ¿possible it is coincidental¿. It was reported that the patient¿s pump was used to infuse clonidine and prialt. On (B)(6) 2014 ((B)(4)): it was reported that the pump was explanted. It was noted that a motor stall recovered within 2 hours. It was noted that there had been 5 stalls in 24 hours. It was reported that the actions required as a result of the event included surgical intervention. It was noted that the pump had to be replaced. It was reported that pump logs were checked. It was reported that the product issue was resolved. It was noted that multiple motor stall occurred. It was noted that the pump was used to infuse prialt/ziconotide and clonidine. It was reported that multiple motor stalls and recoveries had occurred. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that patient¿s symptoms included pain, underdose symptoms specified as blood pressure changes. It was noted that the location of issue or symptoms was the ¿body.¿. It was reported that the patient arrived at their healthcare providers (hcp) office on (B)(6) 2014 and was complaining of hearing the critical pump alarm. It was noted that the pump was interrogated and found to have stalled and recovered. It was reported that on (B)(6) 2014 the patient returned with complaints of frequent alarms, the pump was interrogated and found to have several stalls and recoveries. It was noted that a replacement surgery was scheduled. On (B)(6) 2014 ((B)(4)): it was reported that a manufacturer¿s representative reviewed ¿pump stall info¿ prior to the surgery being scheduled to replace the affected pump. On (B)(6) 2014 ((B)(4)): it was reported that the patient¿s exact symptoms included more pain and increased blood pressure. It was noted that the stall did recovered within 2 hours. It was reported that the cause of the stall was unknown. It was noted that the pump was explanted and replaced on (B)(6) 2014. It was reported that the patient is doing better now and receiving effective therapy. On (B)(6) 2014 ((B)(4)): per pump logs, multiple motor stall and recoveries occurred. On (B)(6) 2014 ((B)(4)): document contains no new information. On (B)(6) 2014 ((B)(4)): document contains no new information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the adverse event was medically confirmed. The patient experienced the adverse event on (B)(6) 2014. The patient detected an unexpected pump alarm. The pump logs revealed a motor stall and recovery after 5 minutes. It was anticipated that pump end of life (eol) would occur in 17 months. The patient reported a headache and right arm pain. The pump was replaced on (B)(6) 2014 with resolution of the problem. The patient was seen by her pain management healthcare provider (hcp) on (B)(6) 2014. At this time, the patient had increased pain over the previous 2 weeks in his right arm, which he described as burning, sharp, shooting, shocking pain. His average pain level was a 5 and was increased to a 7 at this time. At this time, his pump had alarmed several times throughout the past few days. On interrogating his pump, it was found that he had several "pauses" within the last 2 day period, which was believed to have contributed to the increased pain in his arm. A manufacturer representative was to evaluate the pump at the clinic on the day of this visit. A pre-operative was to be done for a revision of the pump, even though he was supposed to have 17 months left of "functionality". Given the stalling of the pump, it was concerning how much medication the patient was actually receiving, particularly the clonidine. This was of concern to the hcp. However, the patient's blood pressure was 124/72 at the time of the visit and his pulse was 78, so it was believed that he was in acute withdrawal at the time. The hcp was to provide oral clonidine prescriptions to ensure that he did not experience withdrawal from this time until the pump was able to be revised. The patient signed a consent form at this time for the revision, which was to be done on (B)(6) 2014. It was noted that this would require an overnight stay. It was also noted that the hcp would focus on placing the pump so that it was not abutting his rib, causing chronic discomfort. The hcp was also to give him percocet 5mg tablets to be taken every 4 hours as needed until the "stimulator" could be revised. He would also get clonidine 0.1mg to be given up to 3 times per day as needed so that he did not withdraw from his medication. It was noted that the patient complained of a pain level of "7". The pain ranged from 5/10 to 7/10 in intensity, with an average pain level of 7/10. The pain was localized to the arm and was unilateral. The pain was improved with medication and made worse with exercise, standing and walking. In regards to current pain management medications that the patient was taking, he was tolerating these medications well and complained of side effects of dry mouth, change in sleep patterns, agitation and vomiting. The patient was stable on this medication regiment and thought that the medications improved his quality of life and functionality level. The patient was able to perform the majority of his activities of daily living on the current regiment. Upon review of systems, the patient had fatigue, difficulty sleeping, daytime drowsiness, heartburn, skin ulcers/sores, increased sweating, excessive thirst, joint aches and swelling and migraines/headaches.